Event description:
Problem involves siemens lantis software system. System receives treatment data via dicom transfer. Treatment couch rotations are incorrectly rec'd. Data sent for 90 degree couch rotation is rec'd as 270 degrees. This error, if un-noticed, would result in collision between the treatment machine and the pt. There is potential for mistreatment, injury, or death.